Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: guide wire separation requiring a surgical procedure. Device issue: guide wire separation. It was reported that after percutaneous coronary intervention (pci) was performed, the ht whisper was being removed from the pt; however, after pulling the guide wire back, it was observed that the guide wire broke inside of the pt anatomy and the guide wire separated into two pieces distally. The guide wire had become jailed behind the stent. Resistance was felt during withdrawal. The distal part remained in the pt after the procedure. This part of the guide wire remained in the ostium of the left anterior descending artery (lad) to the aorta. Attempts were made to snare the guide wire; however, because of the polymer cover, the site thought it would be impossible to snare it. The pt was stable and the separated part was removed from the pt during surgery the next day. When surgically removed the guide wire was in a curl at the distal end. The pt was in the intensive care unit after the surgery. No additional event or pt info is available.